Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer's blood glucose level was over 300 mg/dl and was treated with a bolus. The customer changed the cartridge, infusion set tubing, and site.